Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced inflammed infusion site and was managed by prescriptive antibiotics on (B)(6) 2024. No further information was available.